Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber broke after 182,179 joules with 18:27 minutes of fiber use. The procedure was completed with a second fiber without patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber broke after 182,179 joules with 18:27 minutes of fiber use. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
Section d: manufacturer city corrected. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual analysis revealed that the glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface indicative of prolong tissue contact. The total internal reflection (tir) surface is misaligned in the output window, indicative of glue failure. The fiber was functionally tested with helium-neon (hene) laser fixture. The testing conducted confirmed that the aim beam present at the output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Analysis of the returned device did not identify the reported fiber break. Based on the observed tir surface misalignment due to glue failure, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glue failure likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there was tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glue failure. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the alleged report of fiber break.